Manufacturer narrative:
(Other) - tube could not pass over wire. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in late 2008 that an endovive peg kit was used in a percutaneous endoscopic gastrostomy (peg) placement procedure performed the same day. According to the complainant, during the procedure, the tube could not be passed over the wire. The coating on the wire shredded. The procedure was completed using another endovive peg device and the original wire. The patient's condition was reported to be "fine."